Event description:
It was reported to gore that on (B)(6) 2025, a female patient underwent an endovascular aortic repair (evar) for iliac aneurysm repair with a gore® conformable excluder® endoprosthesis and the gore® iliac branch endoprosthesis (ibe) used with the internal iliac component (B)(6). The ibe procedure was the initial step and followed by the gore® conformable excluder® device. This was planned to be implanted all together with a non-gore bridge component needed for the contralateral leg connection of excluder main body to complete the procedure. Reportedly, due to other complications caused by the malfunction of a medtronic bridging device (unknown name) in this surgery, a conversion was started. The physician reported also that after releasing the internal iliac component and positioned the device, there was a resistance to retract the catheter with olive (leading tip), the olive could detach from the catheter somehow. As reported, it was difficult releasing the hypogastric internal iliac component (hgb) due to a particular anatomy of the patient, but it was opened finally at unknown location. Reportedly, the physician tried several attempts to remove the device at the aortic bifurcation and to proceed in another way. The surgery could continue as planned and then a non-gore stent graft was used for the contralateral leg bridging which could not be deployed successfully and mainly was contributing that physician decided to explant all endoprostheses (as stated there was a malfunction from the medtronic device). After explantation, the patient was under monitoring in the hospital and reportedly the patient's condition seemed to be improving during the days, but there was a renal insufficiency which persisted due to low blood pressure (hypotension), it is unknown if intervention was done to stabilize patient further. Unfortunately, the patient has been expired at unknown date after the explant date. The current information for the surgery devices involved has stated about two devices from gore: 1x gore conformable aaa excluder, 1x gore internal iliac component (hgb) with the gore iliac branch endoprosthesis (ibe), and 1x non-gore device, all implanted at the same day.

Manufacturer narrative:
H6: preliminary results are not yet available. The investigation is ongoing. Interviews were started with the hcp/operator and getting further details of the event. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Due to additional information received on the event, sections b1, b2, b4, and b7, are updated. D10: concomitant medical products: (relevant associated devices used with the device being reported on): gore® iliac branch endoprosthesis (iliac branch component), gore® excluder® aaa endoprosthesis, gore® excluder® conformable aaa endoprosthesis, medtronic component (detailed brand name unknown). Updated g1, g3. Corrected h6: updated health effect - clinical code to e2008, code e2403 was inadvertently entered and should be removed. Updated health effect - impact code to f1903, code f12 was inadvertently entered and should be removed. Added medical device problem code a150303 and a150202. Added type of investigation code b14 and b17. Code b20 was inadvertently entered and should be removed. Updated investigation findings code to c24, code c21 is no longer applicable. Updated investigation conclusions code to d15 and d1102, code d16 is no longer applicable. As part of our routine quality procedures, each batch of devices undergoes comprehensive quality control testing and inspections prior to release for distribution. Gore reviewed the manufacturing records associated with the reported lot number and verified that all release criteria had been met. The reported failure modes, not able to position the device and olive detachment with subsequent deployment during withdrawal, could not be independently confirmed through an evaluation of the provided imaging. The imaging provided was taken post-explantation of the device, and no images were provided during the attempted advancement or withdrawal. However, the axial imaging show the presence of a metallic-like density within the graft limb which is possibly a broken catheter, but the location of a broken off olive tip cannot be confirmed. It was reported that the advancement difficulty was due to the patient¿s anatomy, but this cannot be confirmed, nor dismissed. In addition, the instructions for use (IFU) warns against withdrawing the any undeployed endoprothesis through the introducer sheath and states the sheath and catheter must be removed together. The IFU also states that withdrawing the undeployed endoprothesis may result in catheter breakage or separation or premature deployment. Therefore, the cause for the reported advancement difficulty could not be established with the available information, but the cause of the reported premature deployment and olive separation is attributed to the attempted removal through the introducer sheath against IFU guidance. The IFU was reviewed with respect to the details provided in the complaint. The gore® excluder® iliac branch endoprosthesis IFU includes the following warning: do not attempt to withdraw any undeployed endoprothesis through the introducer sheath. The sheath and catheter must be removed together. Catheter breakage or separation or premature deployment have occurred and may result in potential harms.

Event description:
It was reported to gore that on (B)(6) 2025, a patient underwent an endovascular aneurysm repair (evar) for an iliac aneurysm using gore® conformable excluder® endoprosthesis, gore® excluder® aaa endoprosthesis, as well as gore® iliac branch endoprosthesis (ibe). The planned procedure included a gore® conformable excluder® endoprosthesis (trunk ipsilateral leg) and a gore® excluder® aaa endoprosthesis on the left side. On the right iliac side, two ibe devices (iliac branch component and internal iliac component) was planned using another gore® excluder® aaa endoprosthesis (contralateral leg) as bridge. The physician was not able to position the internal iliac component of the ibe device (hgb161207) due to a particular anatomy of the patient. After several positioning attempts, when the device was withdrawn in order to proceed in another way, the proximal olive of the catheter detached with subsequent release/deployment of the device at the aortic bifurcation. It was decided to temporary leave this device in this incorrect position, as well as the detached olive, and continue with the rest of the procedure to later access on how to proceed and resolve. A medtronic component (detailed brand name unknown) was used to increase overlapping between the ipsilateral leg of the gore® conformable excluder® endoprosthesis, and the gore® excluder® aaa endoprosthesis used on the left iliac side. Due to an unknown deployment issue of the medtronic device, all devices were explanted and the patient was converted to open surgery. The patient remained at the hospital with condition improving. However, renal insufficiency persists, due to hypotension. The patient passed away on (B)(6) 2025, due to acidosis. During the explant, the olive of the gore® conformable excluder® endoprosthesis was allegedly found in the patient. There is no additional information provided to gore on how and when this detachment happened. On (B)(6) 2025, it was reported to gore that among the explanted devices, the olive of the gore® conformable excluder® endoprosthesis was found to have part of the catheter attached to it.